Event description:
It has been reported that in may 2000, a surgical assistant slipped and fell while wearing the shoe covers. The shoe covers were moist and had been worn for about 1 1/2 hrs. While transferring a pt from the or table to a cart, the employee fell and sustained blunt trauma to the head by hitting the or table and then the floor. The employee was off work for about 6 weeks and still has some memory deficits. There is a history of previous concussion in an auto accident.